Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and type 2 diabetes mellitus ('other injury(ies) or complication please describe: diabetes type 2') in a (B)(6) female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight (B)(6) lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In february 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In april 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In (B)(6) 2016, the patient experienced vulvovaginal pruritus ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vulvovaginal pruritus, arthralgia and pain in extremity had resolved and the type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia and depression outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, pain in extremity, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion.. Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr was received. Lot number was added. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events menorrhagia, very itchy skin in the vaginal region, uti, anxiety, depression, memory loss, dysmenorrhea, dyspareunia, weight gain, diabetes type 2, hair loss, hot flashes, low libido, back pain, hip pain, thigh and leg pain were added. Date of insertion was updated. Date of removal was added. New reporters were added. Patient demographic was added. Event outcome was added. Event onset dates were added. Patient concomitant and historical condition were added. Concomitant drugs were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and type 2 diabetes mellitus ('other injury(ies) or complication please describe: diabetes type 2') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017 , miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, arthralgia and pain in extremity had resolved and the type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia and depression outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, pain in extremity, pruritus allergic, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause: low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe: hair loss") and depression ("psychological or psychiatric problems condition:depression/ psych injury") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In 2017, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication please describe: diabetes type 2"). On an unknown date, the patient experienced uterine inflammation ("uterus inflammation"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), rash ("rash/ skin condition"), bacterial vaginosis ("bacterial vaginosis/horrible itching"), vulvovaginal burning sensation ("bacterial vaginosis/it burns"), vaginal odour ("bacterial vaginosis/it smelled horrible"), nausea ("nausea"), abdominal discomfort ("upset stomach"), vaginal infection ("vaginal infection"), chills ("chills") and uterine pain ("uterus - really hurts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity and rash had resolved and the uterine inflammation, type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, weight increased, alopecia, depression, bladder disorder, urinary tract disorder, bacterial vaginosis, vulvovaginal burning sensation, vaginal odour, nausea, abdominal discomfort, vaginal infection, chills and uterine pain outcome was unknown. The reporter considered abdominal discomfort, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chills, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, nausea, pain in extremity, pruritus allergic, rash, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine inflammation, uterine pain, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. "Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti". "Concerning the injuries reported in this case the following ones was confirmed in patient social media records: uterine inflammation, uti, pruritus allergic, bacterial vaginosis, vaginal burning sensation, vaginal odor nausea, stomach upset and chills". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report. On 24-feb-2020: pif received. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and uterine inflammation ('uterus inflammation') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression/ psych injury") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In 2017, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication please describe: diabetes type 2"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), rash ("rash/ skin condition"), bacterial vaginosis ("bacterial vaginosis/horrible itching"), vulvovaginal burning sensation ("bacterial vaginosis/it burns"), vaginal odour ("bacterial vaginosis/it smelled horrible"), nausea ("nausea"), abdominal discomfort ("upset stomach"), vaginal infection ("vaginal infection"), chills ("chills") and uterine pain ("uterus - really hurts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity and rash had resolved and the uterine inflammation, type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, weight increased, alopecia, depression, bladder disorder, urinary tract disorder, bacterial vaginosis, vulvovaginal burning sensation, vaginal odour, nausea, abdominal discomfort, vaginal infection, chills and uterine pain outcome was unknown. The reporter considered abdominal discomfort, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chills, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, nausea, pain in extremity, pruritus allergic, rash, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine inflammation, uterine pain, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. "Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti". "Concerning the injuries reported in this case the following ones was confirmed in patient social media records: uterine inflammation, uti, pruritus allergic, bacterial vaginosis, vaginal burning sensation, vaginal odor nausea, stomach upset and chills". Lot number: c06523 manufacturing date: 2013-12-30 expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc (product technical complaint). Event uterine inflammation updated as serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression/ psych injury") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In 2017, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication please describe: diabetes type 2"). On an unknown date, the patient experienced uterine inflammation ("uterus inflammation"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), rash ("rash/ skin condition"), bacterial vaginosis ("bacterial vaginosis/horrible itching"), vulvovaginal burning sensation ("bacterial vaginosis/it burns"), vaginal odour ("bacterial vaginosis/it smelled horrible"), nausea ("nausea"), abdominal discomfort ("upset stomach"), vaginal infection ("vaginal infection"), chills ("chills") and uterine pain ("uterus - really hurts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity and rash had resolved and the uterine inflammation, type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, weight increased, alopecia, depression, bladder disorder, urinary tract disorder, bacterial vaginosis, vulvovaginal burning sensation, vaginal odour, nausea, abdominal discomfort, vaginal infection, chills and uterine pain outcome was unknown. The reporter considered abdominal discomfort, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chills, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, nausea, pain in extremity, pruritus allergic, rash, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine inflammation, uterine pain, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion.. "Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti". "Concerning the injuries reported in this case the following ones was confirmed in patient social media records: uterine inflammation, uti, pruritus allergic, bacterial vaginosis, vaginal burning sensation, vaginal odor nausea, stomach upset and chills". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report. On 24-feb-2020: pif received. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and type 2 diabetes mellitus ('other injury(ies) or complication please describe: diabetes type 2') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to (B)(6) 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since (B)(6) 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression/ psych injury") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In 2017, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and rash ("rash/ skin condition "). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity and rash had resolved and the type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, weight increased, alopecia, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, pain in extremity, pruritus allergic, rash, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: total bilateral occlusion. Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: bladder disorder, urinary tract disorder, skin rash were added. Hormonal changes clubbed with hot flash, neuro contion/prob clubbed with amnesia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 39-year-old female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast abscess, headache, dizziness, breast infection, abscess, nausea, vomiting and fever. Current weight 184 lbs. Concurrent conditions included morbid obesity, hernia, asthma, vitamin d deficiency, pelvic pain female, lower abdominal pain and dysuria. Concomitant products included ibuprofen since 2016 to august 2018, metformin since 2017, miconazole since 2017, paracetamol (tylenol extra strength) since august 2018, salbutamol (albuterol) since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2016, the patient had essure inserted. In february 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hips pain") and pain in extremity ("thighs pain/ legs pain"). In april 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ loss of my period") and menorrhagia ("abnormal bleeding (menorrhagia)/ loss of my period"). In june 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: very itchy skin in the vaginal region"). In 2016, the patient experienced hot flush ("hormonal changes describe: pre-menopause:hot flashes"), libido decreased ("hormonal changes describe: pre-menopause:low libido"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("other injury(ies) or complication please describe:hair loss") and depression ("psychological or psychiatric problems condition:depression/ psych injury") and was found to have weight increased ("weight gain / loss (specify which one ) weight gain"). In 2017, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication please describe: diabetes type 2"). On an unknown date, the patient experienced uterine inflammation ("uterus inflammation"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), rash ("rash/ skin condition"), bacterial vaginosis ("bacterial vaginosis/horrible itching"), vulvovaginal burning sensation ("bacterial vaginosis/it burns"), vaginal odour ("bacterial vaginosis/it smelled horrible"), nausea ("nausea"), abdominal discomfort ("upset stomach"), vaginal infection ("vaginal infection"), chills ("chills") and uterine pain ("uterus - really hurts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, pruritus allergic, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity and rash had resolved and the uterine inflammation, type 2 diabetes mellitus, hot flush, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, amnesia, weight increased, alopecia, depression, bladder disorder, urinary tract disorder, bacterial vaginosis, vulvovaginal burning sensation, vaginal odour, nausea, abdominal discomfort, vaginal infection, chills and uterine pain outcome was unknown. The reporter considered abdominal discomfort, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, chills, depression, dysmenorrhoea, dyspareunia, hot flush, libido decreased, menorrhagia, nausea, pain in extremity, pruritus allergic, rash, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine inflammation, uterine pain, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal burning sensation and weight increased to be related to essure. The reporter commented: insertion details: both ostia were visualized and the essure device was then placed in the right fallopian tube with 4 coils trailing into the uterus and the left fallopian tube. The essure device was placed with 1 coil trailing. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 53.1 kg/sqm. Hysterosalpingogram - in may 2016: result: total bilateral occlusion.. "Concerning the injuries reported in this case the following ones was confirmed in patient medical records: uti". "Concerning the injuries reported in this case the following ones was confirmed in patient social media records: uterine inflammation, uti, pruritus allergic, bacterial vaginosis, vaginal burning sensation, vaginal odor nausea, stomach upset and chills". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical record received. Events¿ uterus inflammation, bacterial vaginosis/horrible itching, uterus - really hurts, bacterial vaginosis/it burns, bacterial vaginosis/it smelled horrible, nausea, upset stomach and vaginal infection¿. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.